Event description:
Ous MDR - after an implantation period of about 32 months, oversensing was reported via home monitoring. No adverse patient side effects have been reported. The lead was explanted but has not been returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was extensively analyzed. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed multiple signs of rubbed-through insulation from the outside on several areas of the lead within the pocket area. These insulation damages can be considered to be the root cause of the oversensing mentioned in the complaint description. At these positions, the conductor cables to the ring electrode and the rv shock coil were found outside the lead body. This observation is consistent with the complaint description and the received photograph but is not a result of an inside-out abrasion, moreover the insulation breach was caused by abrasion with the ICD housing. The deformation of the rv shock coil and the lead tip occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.